Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, several automatic mode switch and noise reversion episodes were noted. Abbott was contacted and recommended that the physician perform lead provocative testing. No intervention has been performed and the physician has decided to not take any action. The lead remains implanted and will continue to be monitored. There were no adverse patient consequences.